Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a procedure of elective ipg replacement, the physician attempted to add a new cervical lead in patient, but however was not able to place it due to patient anatomy.